Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to dislodgement during a revision. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to forces applied during the surgery. Further analysis of the lead showed cuts in the insulation which occurred most likely during the surgery. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.